Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage resulting in mitral regurgitation (mr) appears to be due to the slda. The reported patient effects of mr and mitral valve tissue damage are listed in the mitraclip ntr/xtr system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. Two days post procedure the patient returned and echo confirmed one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). The mr increased to 4 and damage to the leaflet was noted. A second procedure was performed on (B)(6) 2020. One clip was implanted laterally to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.